Manufacturer narrative:
The device is discarded and will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, five minutes into a therapeutic laparoscopic inguinal hernia procedure the doctor observed that the teflon pad of the device had peeled in place from the upper jaw. The doctor had just applied the seal and cut function. The procedure was completed with a new device without any further issues. There is no harm or adverse impact to the patient. The patient did not require any additional treatment or extended hospital stay. The doctor is experienced in the use of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number could not be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."